Event description:
It was reported that a malfunction alarm occurred. Reportedly the customer reverted to manual injections for insulin therapy. Additionally, the customer¿s blood glucose (bg) level was 51 mg/dl. The customer consumed glucose tablets to address low bg level. Recommendation was made to consult with health care provider regarding diabetes management.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm issue was verified. Additionally the alleged low bg issue was verified in the pump logs, however, no failure was identified.